Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically examined and had wear at a fold in the proximal end and middle of the cylinder. The cylinder had two holes with leaks at the corners of a fold in the proximal end of the cylinder. The second cylinder passed visual and leakage testing. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder was explanted and replaced. No patient complications were reported.